Event description:
The complainant alleged that during incoming inspection of the product, defibrillation "fault 78" was seen on the display when charging the defibrillator. Complainant indicated there was no pt involvement with this reported malfunction.